Event description:
Pip proximal size 20 was discovered to be fractured in the patient, approximately 1 year post-op. Patient reported to have fractured the implant "while exercising stiff fingers". The implant will be revised.

Manufacturer narrative:
Re-review of manufacturing records for this lot demonstrates that device met all applicable specifications. Supplement report will be filed when additional information is received.